Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported a ventilator with a battery failure alarm. The device would work on ac, but not on battery. This issue was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer was unable to clarify when this event occurred. There was no allegation of harm associated with this report. The customer reported that the replacement of the battery resolved this issue. The device was then returned to service.